Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer was not showing any of its medications on the list. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height matrix drawer 2-1 on the main was not displaying virtual map when accessing medication. The field service engineer (fse) found the position sensor was not functioning properly. The fse replaced the position sensor and ran all tests in the hardware test application, confirming the sensor was working correctly. The system functioned as intended after the field service engineer resolved the issue.